Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6), 2011. According to the complainant, during a routine replacement on (B)(6), 2012, when the physician attempted to remove the placed device from the patient, the internal bolster detached and fell into the patient's stomach. There had been no resistance on the device during removal. The detached bolster was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was placed on (B)(6) 2011. According to the complainant, during a routine replacement on (B)(6) 2012, when the physician attempted to remove the placed device from the patient, the internal bolster detached and fell into the patient's stomach. There had been no resistance on the device during removal. The detached bolster was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding port to be closed and medication port open. The c-clamp was found to be closed. The external bolster was located at the 5 cm mark and was without issue. The tab of the feeding port plug/ cap was torn off and not returned. The internal bolster was found to be torn and separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. An examination of the internal bolster found the inner diameter surface to be torn and presented evidence of failure while undergoing shear force. There were no voids or defects found in the internal bolster that might have contributed to the failure. The internal bolster appears to have had been securely molded to the tubing. The tubing and internal bolster did not present evidence of material degradation during implantation. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment during removal most likely occurred due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 14597613 and revealed no issues related to this complaint.